Manufacturer narrative:
During the time of the reported event, the surgical table was positioned in trendelenburg position with the head section down. The patient was secured with a strap around their waist and lower part of their legs. A steris service technician arrived at the user facility to inspect the surgical table subject of the reported event. The steris service technician inspected the table's hydraulic reservoir and functions and confirmed the table to be operating properly. The technician was unable to duplicate the reported event. The steris service technician returned the table to service and no additional issues have been reported. The surgical table subject of the event is approximately 12 years old and is serviced and maintained by a third-party service provider. The operator manual states (pp. 1-2), "healthcare professionals must ensure patients are positioned and monitored to prevent compromising respiration, nerve pathways, or circulation." "Unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices." The 2011 perioperative standards and recommended practices - recommended practices for positioning the patient in the perioperative practice setting state the following: "when on the procedure bed, the patient should be attended by surgical team members at all times. A lack of clear communication about who should be watching the patient after the safety straps are removed or before the patient is transferred has been reported as a contributing factor for patient falls in the operating room." "It is important to remember that there is still a risk for the patient to shift on the procedure bed, especially when moving into or out of trendelenburg's position." User facility personnel reported a noise was heard from the table while the patient was present. Personnel were unable to confirm if the noise was heard prior to the event or several minutes earlier. The steris technician could not duplicate and did not detect any noises during testing. While onsite the steris technician followed up regarding the noise. The customer was unable to provide any additional information regarding the noise. The steris account manager discussed with user facility personnel the proper use and operation of the surgical table including the importance of properly securing the patient on the surgical table. The steris account manager discussed the use of the steris trenstop accessory to the user facility however, the user facility declined the offer.

Event description:
The user facility reported that during a patient procedure, the patient slid off the surgical table. The procedure was completed successfully; no report of injury.